Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent altitude alarms. The customer's blood glucose (bg) level was currently 275-280 mg/dl. The bg level during the past altitude alarms was not known by the customer. An insulin injection was administered to address the bg level. Reportedly, after a delay, the customer resumed insulin delivery.